Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted per tandem¿s instructions for use: insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 560 mg/dl. Bg cause was unknown. Bg was addressed via a correction bolus. A system check was performed, and it was found that the customer's insulin was exposed to extreme cold. Tandem clinical support told the customer if they need further assistance to call back. No additional patient or event information was available.